Event description:
Caller reported an alarm 2 followed by alarm 26 due to occlusions occurring for the past two weeks, requiring changes to the full setup up to three times a day. There was no reported adverse impact to the customer's blood glucose level. The customer managed the situation by using manual injections to maintain blood glucose levels and by changing the soft cannula infusion set and cartridge, then resuming insulin use. They were advised to contact technical support during such events for further assistance.